Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, a malfunction occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was impacted 63 (mg/dl). It was reported that the customer had not yet eaten breakfast and that they would eat to correct the low bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.